Event description:
It was reported that vh-1111 scope was used at a cadaver leg lab, and after the procedure it was noticed that the distal lens is cracked and fiber optics broken. No effect on the cadaver was reported.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.